Manufacturer narrative:
During the investigation, the free flow test gave results within acceptable range. The pressure test gave satisfactory result as well as the reflux test. The inspection under microscope revealed nothing particular inside the valve. Review of the mfg batch records confirm that the valve conformed to all final inspection criteria. The complaint could not be confirmed, all testing results were within specification. At this time, jjpi considers this file closed.

Event description:
The pt was implanted with a holter valve cns drainage system. The valve was explanted, the physician believed it was not functioning properly.